Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen bezel began to separate while the device continued to function, and a replacement was arranged with instructions to transition to backup therapy as needed and to return the original device. Symptoms included no changes in blood glucose. Outcomes included no alerts or alarms and use of backup therapy as appropriate. Investigation included review of user reports and logistics of device return and replacement. Investigation of this case revealed a hardware integrity issue at the screen bezel consistent with enclosure separation, with no associated performance alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear leading to cosmetic and structural separation of the bezel.